Event description:
It was reported that the ventilator¿s monitor hinge had broken off. There is no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Our field service engineer (fse) conducted an on-site inspection and confirmed the issue. The fse replaced the user interface holder. Following the replacement, the system was verified to be functioning normally during clinical use. The broken flange implies that the panel unit has been exposed to high mechanical forces. The consequence too this kind of mechanical damage is that the panel gets detached and in a worst case falls off the ventilator carrier. Our conclusion into this matter is that the panel has been exposed to a mechanical force greater than it¿s designed to sustain.